Manufacturer narrative:
E1: reporting institution phone # (B)(6). The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse). The rse instructed the customer to perform a reboot of the intellivue x3, which resolved the issue. Based on the information available and the testing conducted, the exact cause of the reported problem is unknown. The reported problem was confirmed. A reboot of the intellivue x3 was performed. However, the exact cause for the reported issue could not be established. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the intellivue x3 displayed a speaker malf. Inop. It is unknown if sound was still coming from the device at the time of the inop. The device was in use on a patient. There was no report of patient or user harm.